Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding this study titled "the relationship between inflammatory markers in cerebrospinal fluid in healthy controls and in patients with severe essential tremor before and after deep brain stimulation." Medtronic was the only manufacturer involved. The following medtronic devices were used: lead 3389 there were no deaths mentioned. Among adverse events possible related to the dbs devices included: it was reported that 1 patient had left the study due to an infection.